Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device evaluation determined the device failed the lock-off leak testing. Examination of the device showed the gas input o-rings were degraded. Once the o-rings were replaced the device met with specifications. The cause of the degradation was not established.

Event description:
Information was received that a smiths medical pneupac parapac ventilator was leaking gas. The reporter also stated there are loose components inside the unit. It is unclear if physical damage may have contributed to the event. No adverse effects were reported.